Event description:
During a remote follow-up, far-field r-wave oversensing (ffrwos), undersensing, increased capture threshold resulting in a loss of capture (loc) and inappropriate automatic mode switch (ams) were observed on the right atrial (ra) lead. The device was then reprogrammed as an interim resolution. The patient is stable.